Event description:
Boston scientific crm received information that field representative (fr) called patient services (ps) to discuss programming around a questionable right ventricular (rv) lead fracture. There were no adverse patient effects reported.

Manufacturer narrative:
Ps discussed programming lead configurations and use with rate features. At this time, the lead remains in service. Should further information become available, this event would be updated.